Manufacturer narrative:
The event date was reported as an unknown date the week of (B)(6) 2019. (B)(6). MFR address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system extension set disconnected. The event was further described as the ¿port tubing wont screw back¿. The event occurred during patient use; stated as a "patient with triple lumen and tried on each lumen, port tubing won't screw back". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured between 30aug2018 and 31aug2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.